Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced hard disk drive and the uninterrupted power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system workstation would not work properly. No pt injury was reported.